Manufacturer narrative:
Evaluation summary: the lens and the associated non-qualified cartridge were returned loose inside the opened lens carton. The lens was placed inside a small bag with the lens case lid and the opened, folded pouch. Viscoelastic was dried on the lens. There was no damage observed to the lens. The associated cartridge has only a small amount of viscoelastic observed. The tip has heavy stress lines and a long aneurysm has formed along the right side posterior. This suggests the location of the reported stuck lens during delivery. The cartridge wings show evidence of handpiece use. Product history records were reviewed and documentation indicated the product met release criteria. The handpiece and viscoelastic information was not provided. Based on the evaluation of the lens and the associated cartridge, the root cause is most likely related a failure to follow the directions for use (dfu). The account used a lens/cartridge combination which is not qualified for use. The diopter of this lens model is beyond the range qualified for use in the cartridge. The tip has heavy stress and a large aneurysm. The use of non-qualified combinations may result in delivery issues and/or damage. An inadequate amount of viscoelastic was also observed. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during a cataract removal procedure, the "lens got stuck in cartridge". The lens was replaced during the same procedure with confirmed patient contact and no harm to the patient. Additional information was requested and returned.